Event description:
A malfunction alarm was reported by the customer, identified as malf 12. There was no adverse impact on the customer's blood glucose level. Technical support provided pump reset information and helped the caller reset the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support again if the issue reappeared.